Event description:
It was reported that the device had a short circuit, getting real hot. There was no delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message on both ports. Cause of alarm and errors is shorted electronic components on the main pcb. Four transistors were shorted out and a resistor was burnt. Factors which can contribute to component failure are a shorted out mdu or plugging in a wet mdu connector into a port. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number 3006524618 but the correct manufacturer number is 1643256.